Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in 2014, and does not remember exact date. Customer reported that hospitalization was due to low blood glucose of 32 mg/dl. Customer states that the cause of the low blood glucose was working out at the gym and not eating prior. Customer was found in the parking lot disoriented. Troubleshooting could not be performed on insulin pump due to insulin pump being replaced after incident a year ago. Customer states that new insulin pump was working as designed.